Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he had spent almost two months in an ICU (intensive care unit) due to an unspecified readings issue with an adc freestyle libre sensor. Customer noted he was diagnosed with dka (diabetic ketoacidosis). No additional information was provided and there is no possible further contact with the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported he had spent almost two months in an ICU (intensive care unit) due to an unspecified readings issue with an adc freestyle libre sensor. Customer noted he was diagnosed with dka (diabetic ketoacidosis). No additional information was provided and there is no possible further contact with the customer. There was no report of death or permanent injury associated with this event.